Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted should the information become available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2.5 months after the dental implant and healing cap were placed in ada site 12 in the mouth, the implant did not achieve osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Lot number was not provided by customer.

Event description:
The clinician reported that 2.5 months after the dental implant and healing cap were placed in ada site 12 in the mouth, the implant did not achieve osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).